Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. Furthermore, the handles and nozzle were out of position and missing. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The manual override mechanism worked as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing of the manual override, the device completed the firing sequence and then the device could not be opened. The manual override was used to open the device and still would not open. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information: in the sequence of events involved in a manual override event, the override mechanism functioned properly. The cam successfully shifted the crossover gear out of engagement with the drive bar, and the ratcheting mechanism successfully returned the knife to the home position. The issue observed occurs when the user has completely returned the knife, and then releases the manual override lever. The unclamp lockout component, which is spring loaded in the distal direction, migrates in the distal direction. This migration is allowed because the drive bar is free to move distally until the backlash in the system is taken up. This is variable depending on the component variation involved. If the system backlash allows, the unclamp lockout can migrate far enough to engage the unclamp lockout function, thus preventing the unclamping motion of the clamp release component.